Manufacturer narrative:
(B)(4). Investigation: the disposable set was unavailable for return and investigation. The device history record for this lot of trima disposables ((B)(4)) was reviewed. The manufacturing record did not contain anything out of the ordinary. The run data file of this event was analyzed by a caridianbct engineer. The equipment performed as intended. Root cause: through the information obtained from the customer, it was determined that the potential of air infusion to the donor was created by two operator errors. First, the operator clamped the wrong tube before air evacuation. Second, the operator disregarded the instruction to remove air from the inflated sample bag before connecting the donor. Safety risk assessment: the donor did not receive air and did not experience any adverse health effects; however, potential for air infusion was present due to two operator errors. These errors are known issues. The trima operator's manual (trima, 2009) cautions that, "failure to close the clamps may result in an accumulation of air in the sample bag and a pressure test failure alert. Air must be removed before continuing to prevent possible injury to the donor." The trima operator's manual (trima, 2009) and the trima screen (software 6.0) provide instructions on how to safely remove air if the sample bag is inflated. Conclusion: operator error.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Incident: there was air in the sample line when the operator performed the venipuncture. No air had been returned to the donor. No medical intervention was performed and the donor left the customer site feeling fine.